Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab kinked is not confirmed. Although, the root cause of the reported complaint could not be determined, the iab had no visual bends, kinks or abnormalities. The iab central lumen passed functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that the tip of the intra-aortic balloon might be kinked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the intra-aortic balloon might be kinked.